Event description:
It was reported that a clearlink system continu flo solution set snapped cleanly above the last injection port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) is unknown; therefore, the UDI number only will contain the device identifier (01). E1: initial reporter address: (B)(6). H11: should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6(update codes), and h11. H11: the actual device was received for evaluation. Visual inspection of the returned sample noted a separation between the tubing and y site component. The reported condition was verified. The cause of the separation was determined to be a lack of solvent due to an improper assembly method. Should additional relevant information become available, a supplemental report will be submitted.